Event description:
While receiving an intravenous infusion of a human normal immunoglobulin (containing 10% maltose - a labeled interferent for the test strips), a patient's capillary blood glucose was measured, using the suspect device, with a result of 9.3 mmol/l. At the same time, patient's plasma blood glucose measured 2.3 mmol/l on a hospital device (type not provided). An additional comparison, while receiving the ivig infusion was reportedly performed on the same patient: capillary value on suspect device was 24.4 mmol/l, while the plasma value measured 10.4 mmol/l. Based on the falsely elevated values obtained on the suspect device, patient was reportedly treated with insulin (amount and type not provided). Patient reportedly developed hypoglycemia due to insulin administration. No details of patient's subsequent treatment were provided.

Manufacturer narrative:
This event was described in a journal article, entitled "intragam can interfere with blood glucose monitoring," published in the medical journal of australia (mja 2004; 180(5): 251-252). This article was forwarded to manufacturer by the food and drug administration on 06/07/2006.